Event description:
It was reported that the pt does not have stimulation. It was also reported that the transmitter turns on; however, the screen is blank. A replacement transmitter and antenna was issued to the pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.